Event description:
It was reported that the ilet displayed a glucose falling quickly alert and the user inadvertently accessed the fill tubing screen while connected to the infusion set and delivered approximately 0.7 units of insulin through the tubing; the event involved use of the tube component and an incorrect procedure while navigating pump screens. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included unexpected medical intervention, as the user took oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure while connected to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.